Event description:
Received some high results on her meter. While troubleshooting, the customer received a normal control test result of 202 mg/dl. The range is 86-116 mg/dl. The customer did not allege any adverse events due to the readings. The strip that gave the high control result was the last in the bottle, so it will not be returned for evaluation. The customer will be sent replacement strips.